Event description:
A malfunction alarm was reported, identified by the code malf 12. There was no adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump, and the customer successfully reset it, decided to reload the cartridge, and resumed insulin delivery independently. No further occurrences of the malfunction were reported, and the customer was advised to contact support if the issue reappeared.